Manufacturer narrative:
MDR 2517506-2019-00348 was filed on 20-sep-2019. Additional information (04-oct-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc has reviewed the instrument data. No other samples were affected. Instrument data indicated atypical aspiration of this sample. The cause of the event is due to a sample integrity issue. No product non-conformance was identified. The system is operational. The device is performing within specifications. No further evaluation is required. Adverse event problem has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician(s) and questioned. A new sample was processed, and the original sample was reprocessed on the same instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.